Event description:
It was reported that the ventilator had an internal leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator had internal leakage. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed internal leakage, has been an internal leakage test failure during pre-use check. The technician checked the expiratory cassette and trace it as source of the issue. After replacing of the expiratory cassette, there were no further failures. The complaint was decided to be reported based on available information (no logs or no information about faulty part), as the initial description - internal leakage test failure - in some cases might have underlying causes which represent a reportable event. In the further process of complaint handling the issue was related to expiratory cassette and was solved by replacing it. This failure will be detected during pre-use check and will not affect ventilation as the part is only measuring. The root cause to the reported issue has not been determined.